Event description:
Totalcare bed with no head down function. Determined problem to be hydraulic manifold assembly. Replaced hydraulic manifold assembly. No reported pt impact. Bed in basement biomed area.